Manufacturer narrative:
The device has not been returned to the MFR as it remains implanted. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that a secondary hydrocephalus pt implanted with a strata valve developed severe headaches while in the upright position. According to the report, a CT scan of the pt with the valve set at performance level 0.5 revealed large ventricles after being upright for over eight hours. The physician believed the headaches occurred as the pt had to overcome extra intracranial pressure to activate the siphon control device. The pt has a history of benign third ventricular tumor treated with radiotherapy.